Event description:
It was reported that nurses have 3 arctic sun devices that were not cooling patients for the 24 hours listed in their protocol (B)(4). Nurses were having to manually add time. One reports device switched to rewarm after 16 hours and other reports it switched to rewarm after 18 hours. Mis verified settings and devices are set to cool for 24 hours. They provided contact information and data download instructions. Mis explained that if nurse could send these specific cases data, then they could try to determine what occurred.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurses have 3 arctic sun devices that were not cooling patients for the 24 hours listed in their protocol (B)(4).nurses were having to manually add time. One reports device switched to rewarm after 16 hours and other reports it switched to rewarm after 18 hours. Mis verified settings and devices are set to cool for 24 hours. They provided contact information and data download instructions. Mis explained that if nurse could send these specific cases data, then they could try to determine what occurred.